Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2012. The software was then upgraded successfully and the device power cycled on the (B)(6) 2013 passing three manual tests. No fault was found with the returned pad device or pad pak. However, when the devices software was being upgraded an error message did appear. This is associated with the upgrader software and not the device. The ability or the performance of the device was not affected. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the device would not upgrade with new software.